Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the main board in house. Additionally, the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. The customer has declined returning the device. Information has been added to the database and complaint trends will continue to be monitored.